Event description:
Pt presented to outpatient center for PICC line replacement due to leaking at site. A new PICC line was placed in the left arm. As the nurse was pulling the internal guidewire out, it broke. A chest x-ray was performed to determine the line location and how much wire was left inside the line. The PICC was clamped so the wire would not move. The radiologist was unable to determine the exact distal aspect of the guidewire. The line was removed. Pt was taken to the emergency department for further evaluation.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of revj1016 showed three other similar product complaint(s) from this lot number.